Event description:
Philips received a complaint on the tempus pro indicating error message regarding connectivity to corsium there was no patient involvement and no impact to user alleged.

Manufacturer narrative:
Event date updated to 30apr2025.

Event description:
This report is based on information provided by a field service engineer fse, service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating error message regarding connectivity to corsium "cell phone internal fault". There was no patient involvement and no impact to user alleged.